Manufacturer narrative:
Sc-4318 (lot 36814325). Investigation results, media review, device analysis the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that the patient experienced an inadequate stimulation due to lead migration that was confirmed via x-ray. The patient underwent a lead and clik anchor replacement procedure and was doing well postoperatively. The explanted products will not be returned per hospital policy.

Event description:
It was reported that the patient experienced an inadequate stimulation due to lead migration that was confirmed via x-ray. The patient underwent a lead and clik anchor replacement procedure and was doing well postoperatively. The explanted products will not be returned per hospital policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a week after the implant date. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7099909, UDI: (B)(4). Product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, batch: 36814325, UDI: (B)(4),